Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The day following the event onset, the patient was hospitalized for peritonitis. The cause of the event was reported as a ¿bacterial infection¿; although it is likely that bacteria was the causative agent of the infection, the source of the bacteria was not identified, therefore the cause of this event will be assessed as unknown. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient remains hospitalized and had not recovered. No additional information is available.